Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed error code #112, server watchdog failed video, and software reload errors. To correct the issue, the stm reloaded the cardiosave system software, then ran the iabp unit on a trainer and test balloon for several hours without issue. All safety, functionality, and calibration checks passed to factory specifications and the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the display screen on the cardiosave intra-aortic balloon pump (iabp) flashed and then went black, and the iabp unit started beeping. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.